Event description:
It was reported that the user experienced sustained hyperglycemia for over 90 minutes following treatment of a prior low with glucose gel and subsequent meal announcement, with a fingerstick blood glucose of 308 mg/dl and no alerts or dosing stoppages noted on the ilet system; tubing was tested and drops were observed, and the user completed an infusion set change to resume insulin delivery. Customer care provided a customer guided functional check of the infusion line and user-led infusion set replacement. Investigation of this case revealed no device alarms or malfunctions, with the event consistent with hyperglycemia of unclear cause potentially related to infusion site or set performance prior to replacement. Symptoms included feeling warm consistent with hyperglycemia. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.